Event description:
As reported from our affiliates in (B)(6), per article, ''long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis'', single-center retrospective study was conducted to evaluate age-related early and long-term clinical outcomes after tf-tavi using the edwards sapien 3 valve. Data from 103 consecutive patients with symptomatic aortic valve stenosis undergoing tf-tavi between may 2014 and may 2019 were analyzed. The following events were identified: at long term we registered one degenerated valve, exhibiting high grade aortic stenosis and mild regurgitation requiring re-tf-tavi (6 years after initial implantation).

Manufacturer narrative:
This is one of eight manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between may 2014 to may 2019. For this reason, the first day of the range was used as the occurrence date. Investigation is ongoing. Reference article: dritan useini, md, markus schlomicher, md, assem aweimer, peter haldenwang, md phd, justus strauch, md phd, and polykarpos c. Patsalis, md. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis''. Gerontology & geriatric medicine (2022).

Manufacturer narrative:
Correction to section b1. Please reference related manufacturer report no: 2015691-2022-05349, 2015691-2022-05340, 2015691-2022-05342, 2015691-2022-05345, 2015691-2022-05346, 2015691-2022-05347, 2015691-2022-05339. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The complaint was unable to be confirmed due to unavailability of product returned, relevant imagery or medical report. No manufacturing nonconformance was identified during evaluation. A review of the IFU revealed no deficiencies. In this case, the root cause for valve degeneration post 6 years of implantation was unknown. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Due to limited information available, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.